Event description:
An eye care professional reported that a patient presented for a routine contact lens follow up examination. Slit lamp exam revealed an asymptomatic central dot corneal ulcer, left eye. Treatment consisted of vigamox, voltaren, & artificial tears. Advised to discontinue contact lens wear. No staining, just dry noted at 3 day follow up visit. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a central corneal ulcer." As there was no product returned or lot information provided, no detailed investigation can be performed.